Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Three representative samples were also returned. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with 4 intact clips and half of a broken clip remaining. The broken clip was the pierced half of the clip and had a staggered break at the hinge (inner hinge broken on hook side, outer hinge broken in half). The broken clip had some damage observed near the bosses which was indicative of improper loading technique or that damaged or misaligned appliers were used on the clips. The applier was not returned. Functional inspection was performed on the intact clips from the actual sample and the representative samples. A lab inventory applier was used. All tested clips were able to properly load into the applier and were successfully applied to over-stressed surgical tubing. The damage observed near the bosses of the broken clip is indicative of improper loading or using a damaged or misaligned applier caused this complaint issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge with 4 intact clips was returned with half of a broken clip remaining in the cartridge. Three representative samples were also returned. The broken clip had a staggered break at hinge. Damage was observed near the bosses of the broken clip which is indicative of improper loading or that damaged or misaligned appliers were used on the clips. Upon functional inspection, the four intact clips remaining in the cartridge and the representative samples all functioned properly. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Clips breaking when being loaded. Have tried 2 different lot numbers.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2100139 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clips breaking when being loaded. Have tried 2 different lot numbers.